Manufacturer narrative:
This report is being submitted to report additional information. It was reported that the patient was having persistent pain and throbbing. Zimvie received one implant for evaluation. Visual evaluation of the as returned product identified the implant with signs of use. Bone debris on external threads. No signs of malfunction that would contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did not occur, and the reported event was non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) number is k101880.

Event description:
It is reported that the patient was having persistent pain and throbbing. The implant was removed. Tooth site 29 (universal). The site was grafted with allograft prior to original implant placement.